Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopic surgery lobectomy, the tissue was thick and after the surgeon tried using a manual stapler, it was found that the thickness was enough to open a powered stapler. The surgeon used power handle with a black reinforced reload, however, it was locked on tissue and was difficult to remove. The surgeon jiggled it lose from one description to remove the device. Another power handle, adapter and reload were used to complete the case. When the case was completed, the surgeon went back and tried every combination and found that the original black reinforced reload was stick and would not open and close properly and was difficult to get off adapter. There was no patient injury.